Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the patient reported a positional headache post pump implant. On (B)(6) 2021 the patient came in for a blood patch. The pain went from a 10 to a 0. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was positional spinal headache; result from spinal or lumbar puncture the etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. The event date was (B)(6) 2021. No further complications were reported/anticipated.